Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, with the assistance of technical support, reset the pump using provided information and was able to continue using it without any recurrence of the malfunction. The customer was advised to call back if the issue recurs, and they acknowledged this advice.